Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the esophagus to treat a malignant esophageal stenosis during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was successfully implanted. However, on (B)(6) 2024, the patient experienced pressure, pain, and nausea. On (B)(6) 2024, it was noted that the stent had migrated, as seen on the x-ray. The migrated stent was then removed using graspers, and the procedure was completed. The physician decided to not implant a new stent the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block a4: patient weight is 67.6 kg; reported here as the patient weight exceeded character limit for the designated field. Block g4: premarket / 510(k)#: k091510, k233939; reported here as the premarket/510(k)# exceeded character limit for the designated field. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1020 captures the reportable event of nausea. Imdrf patient code e2401 captures the reportable event of pressure. Imdrf impact code f2203 captures the reportable event of stent was noted to have migrated as seen on the x-ray. Imdrf device code f2301 captures the reportable event of the stent was removed using graspers.